Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select simple meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began in ¿(B)(6) [2018]¿ and stated that she obtained a result of ¿9.0mmol/l¿ which she felt was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with ¿glidiab¿ tablets and increased her dose by one tablet in response to the alleged issue. The patient reported that ¿one month¿ after the alleged issue first began, she developed symptoms of ¿weakness, sticky sweat and tremor¿ however did not specify receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
Complaints related to the reported test strips were evaluated. It was concluded that the number of complaints for the subject test strip lot breached the thresholds set for escalation to further investigation. Lifescan (lfs) therefore conducted performance testing with control solution on retained test strips. The retained test strips passed all testing with no faults found. If lfs obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lfs considers this matter closed.